Manufacturer narrative:
H3, h6) a software analysis was performed. In summary, the reported issue was not able to be reproduced. The log files did capture a segmentation fault in the logs. Apart from the segmentation fault, logs did not capture any abnormalities related to the reported behavior. Previously reported code, b01, is applicable as well as newly reported codes, c10, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735736 (software version: 2.1.0). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. No failures were found. Codes b01, c19 and d14 are applicable to this analysis.  A11 - error 64 a110208 - system logged out to the main screen a1102 - 3d model had disappeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was a suspected error 64 that occurred. During registration, the 3d model had disappeared form the screen and the system logged out to the main screen. The site logged back in and continued surgery with no further issue. There was a delay of less than one hour. There was no impact on patient outcome.